Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room due to receiving a shock the day post implant. Reportedly, the patient had taken pain medication, laid down, and the shock occurred. Device interrogation was performed and on review of episodes a small r-wave was noted with oversensing. Post shock the r-wave morphology changes and normal sensing is resumed. Reprogramming was performed and the information was sent to boston scientific technical services (ts). Noise and wandering baseline in two of the three sensing vectors was noted by ts, potential causes were reviewed, and x-ray evaluation was suggested. Further information was received from the field representative tha tat implant, the physician manipulated the incisions at the time of closure in attempts to release any entrapped air at the sites. At this time, the plan was for the patient to follow-up with the implanting physician with possible exercise testing being considered. No adverse patient effects were reported. Additional information was received that the patient was seen in follow-up at the clinic the following week and the check was normal. It was though the issue may have been an air bubble, however, no x-ray information was available to the field representative. The patient was schedule for another follow-up appointment at the end of the month. No adverse patient effects were reported.